Event description:
Rt noted return volume on control ventilation was 50-100 cc. Determined balloon leaking and trach changed. Pt tolerated procedure well. Saturation > 95%. Return volume 270-350 cc. The blue line #10 was placed in pt 12-9-96 and was less than 1 month old.